Event description:
It was reported that at a two stage implant, the pt had impedance measurement readings of >4000 ohms on the all electrode combination except c to #0. The devices are now implanted and the pt was reported as doing fine.

Manufacturer narrative:
(B) (4)